Event description:
It was reported that during a thyroidectomy procedure, the patient experienced a first to second degree burn on the base of the skin incision. The burn was approximately one inch in length. Applied ointment to the burn. The surgeon stated that the aluminum casing was really hot. There appears to be no issue with the healing of the burn.

Manufacturer narrative:
Date sent: 05/15/2008. Information anticipated, but unavailable at this time.